Event description:
Information received from a patient reported that they have been having difficulty recharging their implantable neurostimulator (ins). The patient stated that they felt stimulation stop and that their ins battery drained completely about a month prior to the date of this report. A manufacturer representative recommended that if the patient is unable to recharge that they should follow up with their healthcare provider (hcp) to have their ins restarted. The patient has an appointment with their hcp on (B)(6) 2016. It was noted that the charging issues occurred on (B)(6) and that the patient felt their stimulation stop in (B)(6) 2016. Additional information received on 2016-jun-20 reported that the patient had requested to have some of their equipment replaced and that they should be able to charge their ins with the new equipment. However, if the patient is still unable to charge, then an overdischarge may be suspected and the patient may need to have a physician mode restart (pmr) performed. It was noted that based on earlier information, it has been almost a month since the patient has last charged their ins. The patient¿s hcp is to contact the patient and assess the issue further. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.